Event description:
Customer states during a patient procedure, the table motion failed. They were unable to tilt the table, raise or lower the table, or use the side to side/top to bottom movement. Both the handswitch and footswitch failed to initiate any table movement. The procedure failed to initiate any table movement. The procedure was completed by manually sliding the patient on the table top to obtain the positioning the doctor needed to complete the procedure. The table was in a horizontal position when the failure occurred, there was no reported injury. This facility has a c-arm, but the physicians have opted to cancel cases until the system is repaired and cases can be completed to their satisfaction. No patient details were provided.

Manufacturer narrative:
Field service engineer (fse) evaluated a tabletop that would not move during a case and found upon attempt to reboot, v 1.00 showed on table display. Fse reseated connections to hand and foot controls and verified proper operation according to hydravision dr system service checklist qssrwi4.1. Unit passed checkout procedures an was returned to the customer for service.